Event description:
Literature: perper y. Retrograde spinal cord stimulator lead placement for right l5 radiculopathy. Pain medicine. 2012;13(5):733-734. Summary: case study regarding a retrograde cervical approach to spinal cord stimulation lead placement of a (B)(6) patient with right l5 radiculopathy. After several failed attempts at lead placement in the t10 vertebra, pain was not managed in the lower back, the needle was then placed into the cervical epidural space from the laminar of the upper vertebra. Retrograde scs is the only way besides surgery, to insert leads at the desirable level when adhesions are present, and it is an advantageous approach for lumbar placement. Disadvantages include higher risk of complications, more technically challenging, need for longer tunneling, theoretically at risk for upward lead migration. Reported event: the patient's post-op course after initial implant was complicated by infection, and the device was removed. The patient was subsequently re-implanted, with no complications.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product typ lead. (B)(4).